Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular obstruction, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude a permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: molina, dr. Beatriz (2020). Case study: necrosis management. Aesthetics. 7, 35-37.

Event description:
This case is related to MDR 3013840437-2020-00099, referring to the same patient and same literature article. This is a literature case report about necrosis management after a hyaluronic acid filler injection. This literature report from the united kingdom concerns a (B)(6)-year-old female patient. She was injected with a total of 0.3 ml of hyaluronic acid, into the nose. Hyaluronic acid was injected with 0.2 ml into the dorsum of the nose and 0.1 ml into the right side of the nose. Concentration of hyaluronic acid was 20 mg/ml and a needle used for injection was a 25 gauge cannula. Prior to the injection, the patient was treated superficially with 0.1 ml of lidocaine, on the tip of the nose to enhance the comfort at the entry point of the cannula. Immediately after the treatment with hyaluronic acid, the patient experienced a vascular obstruction in the right angular artery, followed by the signs of impending skin necrosis. Firstly, the patient experienced blanching of the skin. Further injections were stopped and the cannula was removed. The patient did not experience any pain or discomfort. As the capillary refill time was dramatically reduced, it was an indication that the vessel was compromised. The patient was advised to undergo immediate hyaluronidase treatment but she refused and wished to wait and see how the complication might progress. The patient waited[ for 30-60 minutes to re-evaluate. After 30 minutes, further skin changes were noted. Livedo reticular patterns were noticed on the right side and tip of the nose, corresponding to the right angular artery. Discoloration started to extend to the rest of the nose and the patient reported that tenderness was present on the tip of the nose. Corrective treatment included 1500 units of hyaluronidase diluted in 1 ml of sodium chloride, injected with both cannula and needle to be sure that the area was covered well. An immediate reperfusion in the remaining areas was noted, as was improvement of the tenderness in the tip. The patient was placed under the led device for 30 minutes and the pain was gone from the previously affected area. There was a persistence of a good capillary refill. 16 hours later, the patient came back into the clinic and stated she was feeling better with no pain. A slight discoloration was still present so the patient received another 750 units of hyaluronidase, superficially injected with a 30 gauge needle. The patient was placed under the led device for 30 minutes. The patient rang the clinic 24 hours later and claimed that everything had settled and that there was no pain. The patient was advised not to have another dermal filler treatments for at least six weeks. A follow-up for further treatment was organized after this time. Due to the provided information, the outcome of the events was considered as resolved. In the opinion of the author, complete recovery of the ischemic skin changes, secondary to possible intra-arterial injection or compression was able to be achieved using a high-dose of hyaluronidase.